Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy huibregtse single lumen needle knife. The needle broke and separated from the distal end of the device during the application of cautery. The detached portion of the needle is estimated to be 4mm in length and 0.2mm in diameter. The broken section of the needle was retrieved using rat tooth forceps and pulled into the endoscope accessory channel. When the forceps were pulled out of the endoscope accessory channel, the broken section of needle was not located in the jaws of the forceps. The endoscope was removed and another endoscope was used to continue the procedure. The physician searched for the broken section of the needle when reentering the duodenum. Fluoroscopy was also employed to detect the broken needle section. However, the broken section of the needle was unable to be located. The initial endoscope accessory channel was flushed and brushed in an attempt to locate the broken needle section. The broken needle section could not be located. An attempt was made to retrieve the broken section of the needle, but the location was unable to be determined. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
The initial reporter indicated they informed the cook company area representative of this occurrence on or around 07/25/2009. The designated complaint handling unit (customer quality assurance) did not receive information regarding this occurrence until 09/08/2009. In an effort to prevent this from occurring in the future, the appropriate internal personnel have been notified. Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The instructions for use state that it is essential to move the needle knife while applying current. Maintaining the needle knife in one position during an application of cautery can result in breakage and detachment of the needle knife. Needle knife breakage and detachment near the distal end can occur if the device is used with excessive cautery settings. The instructions for use direct the user to verify the desired settings by following the electrosurgical unit manufacturer's instructions. Needle knife breakage and detachment near the distal end can occur if the needle makes contact with the distal end of the endoscope during a cautery application. The instructions for use for this product line caution that the needle knife must fully exit the endoscope when applying current. Prior to distribution, all huibregtse triple lumen needle knives are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because the report could not be verified. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.